Event description:
The customer reported receiving a reading of 470 mg/dl and took insulin accordingly. The customer then checked his blood glucose level and he received a "lo" reading and experienced lightheadedness and dizziness, so he went to the hospital. The hospital received a reading 419 mg/dl and treated the customer with unknown intravenous fluids. However, the timeframe between the readings and if the customer ate or drank something afer receiving a "lo" are unknown. In addition, the symptoms reported are consistent with the "lo" reading. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed. "Hi/lo" was not observed. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display massage indicates a reading less than 20 mg/dl.